Manufacturer narrative:
The two reported t8 stick fit hexalobe driver were returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The two t8 stick fit hexalobe driver (part number 80-0759, batch numbers 579620 and 539523) were examined visually under magnification photography. Both returned drivers with the noted batch numbers exhibited breakage at the drive feature/tip end of the device. Only one broken tip was returned among the two drivers. The returned tip appeared to match the noted driver with batch number 539523. [Batch number 539523] the main body of the returned driver with the noted batch number terminated with a multi-part complex fracture surface. The observed fracture was highly oblique/angled to the device axis and the surface exhibits significant bowing/cupping/warping; the combination of both the oblique angulation and the cupping resulted in the fracture surface appearing to spiral about the axis of the device. The surface was lightly textured. Regions adjacent to the fractured surfaces exhibited no stretching or necking (i.e. No signs of ductility). The split-off tip portion exhibited phenomena largely aligning with the evaluation of the main body. [Batch number 579620] the main body of the returned driver with the noted batch number terminated with a larger primary fractured surface with a small oblique chip/cutout on one side. The primary fracture was very slightly oblique/angled to the device axis and was largely flat (no bowing/cupping/warping). The surface was lightly textured. Regions adjacent to the fractured surfaces exhibited no stretching or necking (no signs of ductility). The lobes of the drive feature (edges of the drive) appeared to be twisted about the device axis as well as bent off-axis. The split-off tip portion for this driver was not returned and cannot be evaluated. The observed device damage did not suggest ductile failure modes, nor failures from fatigue. Observed phenomena suggested brittle failure modes may have occurred; brittle failure may occur when unusually large torques and/or unusually large loads are applied to devices. Devices that fail in pure torsional loading conditions (i.e. Over-torque) will usually have a singular flat fracture plane that is perpendicular to the device axis. Devices that fail in complex loading conditions beyond pure torsion (i.e. Over-torque with additional off-axis loading) may exhibit a flat or cupped/bowed fracture surface, as well as potential multiple/complex fracture surface setups, which are usually oblique/angled to the device axis; these complex loading scenarios may also result in the lobes of the drive feature being bent off-axis. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Type of investigation code (annex b): updated 10. Investigation findings code (annex c): updated to 3243.

Event description:
(Report 2 of 5). It was reported during removal surgery that the surgeon broke the two driver tips. The plate and two screws were not removed and remain in the patient's body. The date for the insertion surgery was (B)(6) 2023. The surgery was completed after a 20-minute delay. No other patient consequences were reported. There are 5 related report numbers for this event 3025141-2024-00713 - 3025141-2024-00717.

Manufacturer narrative:
The reported devices were not returned for evaluation. Manufacturing and inspection records for t8 stick fit hexalobe driver (part number 80-0759, batch numbers 579620 and 539523), 2.7 x 12mm l low profile hexalobe screw (part number 3040-23012-s, batch number 594803), 2.7 x 14mm l low profile hexalobe screw (part number 3040-23014-s, batch number 576951), and acu-loc® 2 vdr plt, narrow, r (part number 70-0359-s, batch number 576001) were reviewed, and no anomalies were found. Based on the information received, the root cause could not be determined.